Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with minor scratches and contamination by the chassis. Investigation performed pump accuracy test and report which failed, attached a disposable cassette and performed functional tests which passed. The customer reported problem was confirmed. According to the investigation, the reported problem was caused by pump expulsor being out of calibration. Investigator replaced the pump expulsor and replaced the pump downstream occlusion for preventive maintenance. Perform a full pm and all functional tests to passed. The problem source of the reported problem is unknown.

Event description:
It was reported that a smiths medical cadd solis pump had infused over 6% on pm / cassette error. No adverse patient effects were reported.